Event description:
The event included the fracturing of an implanted mtp plate at the compression slot after being implanted for 48 days. The affected hardware was able to be fully removed.

Event description:
The event included the fracturing of an implanted mtp plate at the compression slot after being implanted for 60 days. The affected hardware was able to be fully removed.